Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2108-50m serial #: (B)(4) description: scs lead kit, phase 2 sterile package model #: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during revision procedure, the physician found that the patient's lead was broken at the ipg thus decided to explant and replaced patient's ipg and leads. Device malfunction was suspected. The patient was doing well postoperatively.